Event description:
The passeo-18 peripheral balloon catheter was selected for pre-dilatation of a calcified lesion with 70 percent stenosis degree in a mildly tortuous proximal part of the sa. During inflation, when the pressure reached 6 atm, the balloon could not be inflated any further. Another balloon was used to finish the procedure. Patient was discharged home.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinal over a length of about 21 mm in the proximal segment of the balloon. In close vicinity to the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause is most likely related to the patient's anatomy (i.e. Severely calcified lesion).